Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes where the serum was seeping through the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos and 880 return samples for investigation. The photos were reviewed and poor barrier separation was observed. Additionally, 30 of the returned samples were visually inspected for additive and gel defects. Six samples failed for gel defects (gel air bubbles) and 2 failed for additive defect (additive rundown). Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for poor barrier separation. This complaint is also confirmed for gel air bubbles and additive abnormality (additive run down). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes where the serum was seeping through the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.